Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of pulmonary embolism (pe). The patient presented to hospital with deep vein thrombosis and a history of non-compliance with anticoagulation therapy. The filter was implanted via the right common femoral vein and placed in an infrarenal position. At some point after the filter implantation, the patient became aware that the filter had fractured with segments within the inferior vena cava (ivc), and that filter strut(s) had perforated outside the wall of the ivc. The patient further reported having experienced anxiety and worry associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: malfunction, including fracture and perforation that causes injury and damage to the patient. Medical record review indicated that the right inguinal region is prepped and draped in the usual sterile fashion and sterile technique maintained. Lidocaine 1 % was used for local anesthetic. As above, under real time ultrasound guidance, the right common femoral vein is easily punctured on the first pass. The j wire is advanced to the ivc under fluoroscopic guidance allowing placement of the deployment sheath to the right iliac vein. Single projection hand injection venogram is performed to assess the ivc, which is demonstrated to be widely patent. Dimension is shown to be under 3 cm as well. Renal vein inflow is identified at the l1/2 level. A trapeze ivc filter is then deployed at the l2/3 level, below the inflow of the renal veins. Terminal sheath is removed, and hemostasis easily obtained with manual compression. Additional information report from the patient profile form indicated that the filter fractured, and filter strut(s) perforated outside the ivc. The patient lives with the anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. The patient is worried because my filter has fractured within my vena cava and perforated outside of it.